Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the customer received the pump it would not come on despite being connected to a power source for an extended period of time. There was no patient involvement, as the pump was not being used on the customer at the time of the reported event. It was indicated that the customer would continue on manual injections as insulin therapy.